Event description:
Reported through clinical study that approx 40 months post implant pt collapsed at home. Resuscitation in the emergency room was unsuccessful. The valve was not returned for analysis.